Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. During evaluation, the pump could not remain primed.

Event description:
During evaluation, the force sensor pins were found to be partially dislodged.